Event description:
A blood glucose reading of 164 mg/dl. She received another reading within 5 minutes of 80 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to erratic radings. The strips are to be returned for evaluation, and replacement strips will be sent.